Manufacturer narrative:
Concomitant products: product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3031a, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3093-28, lot # v145274, implanted: 2008, product type lead; product ID 3031a, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3031a, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).

Event description:
It was initially reported that the patient had some ¿problems¿ with their bladder. Specifically, they were constantly going to the bathroom (going every hour) and had some leakage. It was noted that the patient was taking imipramine pills for the bladder issues. The patient had gone to their urologist where a urine culture was taken and found to be normal. The patient then increased the stimulation on their implantable neurostimulator (ins) but were still were getting up 5-6 times per night. The patient had tried all 4 programs but was still going a lot. It was noted that they still felt the stimulation. It was also reported that the ins was reprogrammed about 2 weeks ago by their healthcare professional (hcp) and the patient stated that there was some improvement but ¿not enough.¿ the patient stated that they were not holding any urine and after the reprogramming they were holding some urine but ¿not like it used to be.¿ the patient had an ultrasound performed and the test was fine. The patient was on program 1 at 1.9 amps and was confirmed to be off. The patient then turned the stimulation back on and changed to program 4 but did not feel the stimulation. They then changed to program 1 and felt the stimulation at 2.0 amps. It was reported that the patient did feel the stimulation in the rectal area on programs1, 2, and 3. The patient was going to try program 1 at 2.0 amps and was going to document their symptoms. It was also reported that the patient observed a poor communication screen on their programmer unit which resolved with repositioning the antenna. The patient was going to meet with their physician next week. It was later reported that the cause of the event was uti. (B)(4) 2014 reprogramming: patient symptoms have now resolved, primarily as a result of treating the urinary tract infection. Signs and symptoms of the event included urge incontinence and urinary frequency. Hospitalization was not required. Patient outcome was noted as no injury.

Manufacturer narrative:
(B)(4).

Event description:
It was additionally reported that there was a loss of therapeutic effect.